Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient had a vegetation on the lead which was cultured and resulted to have a candida fungus. And was planned to be treated with medication. There was no additional adverse patient effects were reported. This ICD was explanted.

Manufacturer narrative:
This supplemental report is being filed to capture h6: patient code with sepsis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient had a vegetation on the lead which was cultured and resulted to have a candida fungus. And was planned to be treated with medication. There was no additional adverse patient effects were reported. This ICD was explanted.